Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales rep. Reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
It has been determined that this record is no longer reportable to FDA and will be un-reported

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "intact" and capsular contracture baker grade I. Surgical intervention: mastopexy revision and lateral chest lipo. This record is for the right side. The device has been explanted and it's unknown if the device was replaced. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.